Event description:
On (B)(6) 2014 the patient contacted animas alleging that she had been having low blood glucose (bg) due to the pump over-delivering insulin. The patient stated that she experienced bg between 61mg/dl and 69mg/dl with unsteadiness when standing or walking. The patient stated that insulin comes out of the end of the tubing when she disconnects from the skin site even when there is no active basal or bolus delivery. The patient requested the pump be replaced. This complaint is being reported based on the allegation that the patient experienced hypoglycemia related to an allegation that the pump was over-delivering insulin.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed the following replace cartridge alarms had occurred: on (B)(6) 2014 at 16:18, deliveries resumed at 19:15; on (B)(6) 2014 at 08:54, deliveries resumed at 10:58; on (B)(6) 2014 at 13:25, deliveries resumed 13:54. A review of the alarm history indicated only typical usage alarms. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed successfully and the pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.